Event description:
It was reported that a hardware removal of a variable angle locking plate and seven screws with one broken screw and a nonunion occurred. The reporter stated that the patient originally had a metatarsophalangeal fusion and was implanted with a variable angle locking plate on an unknown date. The surgeon discovered a nonunion and a broken screw on an unknown date. The surgeon removed the plate and six of seven screws at the patient¿s request. The head of one of the screws was only removed due to a piece left inside the patient¿s non-articulate piece of bone. The patient was implanted with a combination of locking and cortex screws in unknown quantity. This report is for an unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.